Event description:
Event description guidant received information that this transvenous implantable exhibited a gradual decrease in r-waves. Technical services discussed possible causes, including a dislodgement.